Manufacturer narrative:
An invalid manufacturer lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the strings were missing from the tampons. She did not use the affected tampons.